Event description:
It was reported the patient underwent right hip revision approximately three years post-implantation due to pain, discomfort, and elevated metal ion levels.it was additionally reported that during the revision procedure metallosis with wear debris, trunnionis, and abductor muscle tear were identified. Mild discoloration was observed on the trunnion. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6b: device remains implanted in the patient. One m2a-magnum mod hd sz 44mm and one m2a-magnum 42-50 tpr insrt std were returned and evaluated. Upon visual inspection the insert was installed in the head with the od of the head having a wear line. There is no visible debris inside of the taper. Medical records were reviewed which states the patient underwent a revision procedure due to failed hip replacement. Patient had abnormal cobalt chromium levels and pain. Metallosis with wear debris, trunnionis, and abductor muscle tear were identified during the procedure. Mild discoloration was observed on the trunnion. The acetabulum was stable without evidence of failure. The femoral head was replaced with ceramic head and e poly mobile bearing system. Patient tolerated the procedure well reported event was confirmed by review of medical records provided. Received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: (B)(4), m2a-magnum modular head, (B)(4); (B)(4), m2a-magnum tpr insrt std, (B)(4); (B)(4), taperloc por lat fmrl, (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2016 - 04021.

Event description:
It was reported the patient underwent right hip revision approximately three years post-implantation due to pain, discomfort, and elevated metal ion levels. No further information is available at this time.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. Product was not returned; therefore, the visual inspection could not be performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause could not be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2016-04021.